Event description:
Caller stated patient tested 8.0 inr on the coaguchek s system while a comparison lab returned as 5.2 inr. No actions were taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.